Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was bringing in vent filters for analysis periodically, and according to the manufacturer, traces of titanium were found in 2 of the 4 samples analyzed on august 17, 2009, indicating the beginning stages of main bearing wear. It was recommended that vent filters be analyzed every month. Vent filters were analyzed on december 30, 2009 which confirmed high amounts of titanium. It was determined that the pump was reaching end of life and a device exchange was scheduled. On (B) (6) 2010, the lvad was exchanged for another lvad. The pt has since been discharged from the hospital.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.